Event description:
Catheter placed in right antecubital fossa for home antibiotic therapy. Four days later found to be leaking at insertion site. Found 3-4 holes in catheter. Catheter removed without difficulty.